Event description:
Reported as "gastric ulceration at level of laparoscopic band with laparoscopic band erosion. Lap band remvoed 2004. Upon inspection, pinpoint hole noted in the band 2 cm from buckle along edge of band ingeriorly."